Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of dropping the insulin pump into the toilet and it dis not work as designed. Customer reported that buttons were hard to press and the readings were off. Customer reported that three moths of data was missing from insulin pump during visit with healthcare professional. Customer also reported that insulin pump did not vibrate during low blood glucose. Customer was not able to complete troubleshooting due to not feeling well. Customer's blood glucose was over 400 mg/dl. Customer called back and was advised that insulin pump would be replaced.

Manufacturer narrative:
The pump had a blank display and constant tone alarm due to corrosion on the electronics. Unable to perform the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement, download, sensor, blood glucose meter test or verify button keypad anomaly due to the blank display. No vibration anomaly was noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.